Manufacturer narrative:
Concomitant medical products: product ID: 383069, product type: lead, implant date (B)(6)2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and the screw issue was observed on the implantable pulse generator (ipg). Rv lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.